Event description:
It was reported that during device follow-up in the clinic, multiple episodes of non-sustained right ventricular (rv) oversensing due to post-sensed t-wave oversensing were observed on the device. A programming change was made in the clinic. There were no adverse health consequences to the patient.